Event description:
The customer reported stopped activating during the case. Another device was used to complete the procedure. There was no pt injury and nothing fell into the cavity. The device was returned with a broken snap pin missing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.